Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing due to a damaged tube channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) chapters below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the forceps elevator wire. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. The cleaning, disinfection, and sterilization (cds) was performed by the customer before sending it back to olympus for repair. It was unknown what the foreign material was. It was. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air and water. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in the detergent solution. The air/nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. It is unknown if the air/water nozzle was flushed with the detergent solution. There are no other concerns about reprocessing. Should additional relevant information become available, a supplemental report will be submitted.